Event description:
The article, "short-term outcomes following transcatheter valve-in-valve implantation with portico or navitor valves: the barts heart center experience", was reviewed. This research article is a retrospective single center experience to evaluate assess the safety and feasibility of valve-in-valve (viv) transcatheter aortic valve implantation (tavi) using the portico or navitor systems in patients with failed surgical bioprosthetic valves. Devices that were included in the study were portico/navitor, avalus, carpentier-edwards magna 3000, carpentier-edwards magna ease 3300, carpentier-edwards perimount 2700, carpentier-edwards perimount 2800, carpentier-edwards standard 2625, crown, epic-biocor, mitroflow, mosaic, trifecta, intuity, perceval, and homograft. The article concluded that the safety and efficacy of viv tavi with the portico and navitor platforms in patients with failed small surgical bioprosthetic valves. Favorable 30-day outcomes and significant hemodynamic improvements were achieved, consistent with prior studies demonstrating the benefits of self-expanding thvs in this challenging patient population. [The primary and corresponding author was vincenzo tufaro, department of cardiology, barts heart center, barts health nhs trust, london, UK, with corresponding e-mail: vincenzotufaro@hotmail.it] this study included a registry of patients who underwent viv tavi at barts heart center (london) between 01 january 2020 and 30 june 2024. A total of 47 patients were included in the study, of which all received an abbott device. The average age was 79 years. The majority gender was female. Comorbidities included hypertension, hypercholesterolemia, type 2 diabetes mellitus, obesity, chronic kidney disease, chronic obstructive pulmonary disease, atrial fibrillation, permanent pacemaker implant, heart failure, angina, and prior myocardial infarction and prior revascularization.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, type 2 diabetes mellitus, obesity, chronic kidney disease, chronic obstructive pulmonary disease, atrial fibrillation, permanent pacemaker implant, heart failure, angina, and prior myocardial infarction and prior revascularization. Complications reported included valvular stenosis, surgical intervention (valve-in-valve), hospitalization/prolonged-hospitalization, device stenosis, intervalvular regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: short-term outcomes following transcatheter valve-in-valve implantation with portico or navitor valves: the barts heart center experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.